Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3, b4, d6b, d10, g3, g6, h2, h6, h11 d4: attempts have been made to gather all product identification information and no further information has been provided. D10: unk bearing cat# unk lot # unk unk baseplate cat# unk lot # unk unk taper cat# unk lot # unk h6: proposed component code: mechanical (g04) - head the reported event could not be confirmed due to lack of product/information. Revision is confirmed through the provided revision sticker sheet; however the reported dislocation and notching cannot be confirmed. The device history record was not reviewed due to the following: part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, b4, b5, g3, g6, h2, h10, h11. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a primary fracture reverse shoulder replacement. According to the surgeon, approximately 6 weeks post op, the patient presented to clinic with a dislocated shoulder. The reason why was unclear. Unable to reduce. So revision was required to assess why the patient dislocated. The reason for the dislocation was multi-factorial. The surgeon performed additional soft tissue releases, increased the eccentricity on the glenosphere. Decreased the humeral bearing thickness. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10: unknown bearing; pn: unknown; ln: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.